Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of ivig (intravenous immunoglobulin) with a vtbi (volume to be infused) of 115ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported the device alarmed multiple times for air in line. At the time of the alarm conditions, the nurse reported the delivery was stopped, the tubing set was disconnected from the pt, and the air was removed from the tubing set. Therapy was resumed and completed using the same device. The customer contact reported the duration of the delivery was 16 hours instead of the intended 12 hours. There was no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.